Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A high drain 102 alarm was found in the event history. The initial therapy was programmed with a fill volume of 2000ml, which was delivered in fill 002. During drain 002, the user changed the program to have a fill volume of 1000ml. The patient then drained a total of 2344ml in drain 002 which represents 117% of the fill volume of 2000ml which does not meet iipv criteria. The alarm is confirmed, but it is unknown why the program was changed mid drain and this event does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A high drain error 102 (night drain #2) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 09:18:08. This information meets iipv criteria. No additional information is available.